Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon light source (00mlx) started smoking, during testing before a case. There was no patient involvement; thus, no injury, death or surgical delay occurred. A new unit was available for use.

Event description:
N/a.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed and no abnormalities related to the reported issue was observed. Failure analysis: the xenon lightsource was received in used condition. Evaluation of the unit could not duplicate any issues of the device producing smoke. Evaluation did not identify any signs of smoke damage to the unit. The xenon lightsource passed all service and repair testing. Root cause analysis: the reported complaint could not be confirmed. The issue of this 00mlx unit smoking could be due to improper cleaning of the unit, resulting in foreign material overheating inside the unit. No manufacturing, workmanship, or material deficiency has been identified.